Event description:
It was reported that the customer experienced a high blood glucose level, but the specific value was unknown and displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections and was advised to replace supplies as necessary and resume insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.